Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected critical pump error (open book) during testing. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump had critical pump errors alarm. Customer cannot recall their blood glucose reading. Troubleshooting was performed. Customer stated that the display reads question mark and blinked on and off. Customer cannot recall the cause of the alarm. Customer also reported vibration from the insulin pump while it was in their pocket. Customer recommended customer refer to back up plan per healthcare provider instructions. The insulin pump will be returning for analysis. Customer's blood glucose was unknown.